Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The handpiece was in standby mode until the beginning of the tumor resection. The surgeon burned his hand trying to take the handpiece. Hospital engineer tested the handpiece next day, and it worked well without overheating. Add'l clinical info has been requested.